Event description:
It was reported that during start-up, the system gave a technical alarm indicating a communication error. There was no patient involvement. (B)(4).

Manufacturer narrative:
The hospital resolved their issue on their own by exchanging a board from another device. No further information was obtained and no service was requested by customer. Logs are not provided for this complaint therefore the technical error could not be confirmed. The reported technical alarm may appear after a software installation at the first start-up of the device, it requires the device to be restarted a second time for the technical alarm to be resolved. Other recommended actions according to product service manual is to replace the expiratory channel pc-board, as were done in this case by the hospital. The root cause of this event has not been established in this investigation.

Event description:
(B)(4).